Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a segura hemisphere stone retrieval basket was used in a cysto right retrograde pylogram of the right ureter procedure performed on (B)(6) 2010 (patient ID and weight are unknown). According to the complainant, no irregularities were noticed during the procedure, and the procedure was completed with this device. After the last pass, the physician noticed the end of the sheath appeared "ragged," and opened a second segura basket to compare to the device used in the procedure. It was then noticed that a portion of the sheath appeared to be missing. It was determined that approximately 2 cm of the sheath was unaccounted for. The detached portion was not visualized under fluoroscopy; the piece is radiotranslucent. The procedure was completed. On (B)(6) 2010 the patient underwent a previously scheduled ureteral stricture and stone removal procedure, and the detached portion of the sheath was found and removed from the patient at this time. There were no patient complications in either procedure, and the patient is reported to be doing "fine." No laser or lithotrite was used in the procedure, and the stone size is unknown.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the investigation, it has been determined that the outer sheath of the device was kinked, scraped on the distal end, torn, and a fragment of the distal end was detached. The defects identified on the outer sheath indicate the device was exposed to significant forces. The scraping on the distal end of the outer sheath were consistent with damage caused when rubbed against a sharper object. The most probable root cause for this complaint is operational context.

Manufacturer narrative:
The uf/importer report number is (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a segura hemisphere stone retrieval basket was used in a cysto right retrograde pylogram of the right ureter procedure performed on (B)(6) 2010 (patient ID and weight are unknown). According to the complainant, no irregularities were noticed during the procedure, and the procedure was completed with this device. After the last pass, the physician noticed the end of the sheath appeared "ragged," and opened a second segura basket to compare to the device used in the procedure. It was then noticed that a portion of the sheath appeared to be missing. It was determined that approximately 2 cm of the sheath was unaccounted for. The detached portion was not visualized under fluoroscopy; the piece is radiotranslucent. The procedure was completed. On (B)(6) 2010 the patient underwent a previously scheduled ureteral stricture and stone removal procedure, and the detached portion of the sheath was found and removed from the patient at this time. There were no patient complications in either procedure, and the patient is reported to be doing "fine." No laser or lithotrite was used in the procedure, and the stone size is unknown.